Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose of 475 mg/dl. Customer was unable to continue with troubleshooting because she had unexpected visitor. Customer would call back to finish troubleshooting. Customer called back and declined troubleshooting, she said her insulin pump was not working properly and her current blood glucose was 281 mg/dl. Product is not returning for further analysis.